Manufacturer narrative:
A technical assistance center (tac) representative (rep) asked the customer to confirm the type of cable being used. The customer informed the tac rep he is using an incompatible single link type. The customer was advised to use the correct dvi cable and after switching to the correct cable the image returned. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus the dvi signal on their visera elite video system center is not working an no image was present. There were no reports of harm, or injuries related to this event.

Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. The device was not returned. Therefore, the reported phenomenon or condition of the device could not be confirmed. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It was confirmed that the device was shipped according to the specifications. It has been over 7 years, since the subject device was manufactured. The specific root cause of the reported problem could not be determined at this time, because the device was not returned. Olympus will continue to monitor field performance for this device.